Manufacturer narrative:
Product evaluation: the lens was returned wrapped in gauze. Viscoelastic is dried on the lens. The optic has a stutter type scratch/scrape mark on the peripheral edge (posterior surface). Lens material from the damaged area may have been interpreted as foreign material. This type of damage typically occurs with the use of a particular manufacturer's cartridge if the lens is advanced to rapidly and/or with inadequate viscoelastic in the cartridge. This cartridge use was not indicated. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. The root cause for the other reported issues cannot be determined. They may be related to the replacement lens that is from a different manufacturer. (B)(4).

Manufacturer narrative:
Evaluation summary: the product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that during an intraocular lens (iol) implant procedure, after placing the iol in the eye a white bubble-like foreign material was found on the edge of optic of iol. The surgeon attempted to remove the foreign material by irrigation aspiration but was unable to remove it. The procedure was completed by removing the iol through an enlarged incision and replacing the iol with competitor iol. It is unknown if the white bubble was foreign material or optic damaged. Three days later, the patient developed a cloudy anterior chamber and endophthalmitis. A vitrectomy was performed on the fourth postoperative day. The surgeon suspects the endophthalmitis was caused by bacteria that the patient originally had because the patient was not clean. Additional information has been requested.